Manufacturer narrative:
(B)(4). This complaint is being processed in accordance with (B)(4)-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 09-dec-2020 of "accessory stuck in scope" involving the pentax medical video gastroscope. No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician did not find any stuck or broken accessories, but did document "primary channel resistance at proximal end near root brace" and documented the following additional findings on (B)(6) 2020: distal body chip at channel opening at thinnest part, failed wet leak test, segment steel braid cut, failed dry leak test, suction tube resistance, # 1 remote control button cover cracked, side body cover missing pentax name plate, leak at # 1 remote control button cover, insertion tube buckles at end of root brace. The device underwent repairs including the following components: o-rings and seals, segment staycoil assy pb-free, bending rubber, adjusting collar, staycoil collar, segment assy attaching screw, segment attaching screw, insertion flexible tube assy, distal end assy with tubes, ud pulley assy, rl pulley assy, light guide cable, suction channel lg, remote control button(1), pentax plate for side body cover, o-ring (1.8x19.8). Pentax medical model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 18-may-2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 08-jan-2015 under normal conditions. The substrate was reworked and the device passed all required inspections, and was released accordingly. There were concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-jan-2015. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was repaired and approved by final qc on 26-jan-2021 and was delivered to the customer under delivery order (B)(4).